Event description:
On 24 apr 2008, the sales rep reported that during a surgery on three months earlier, the sequoia screw would not disengage from the driver. Screw was properly loaded but would not release from the screw driver. A vice grip was used to remove the screw on the back table. There was a surgical delay of 10 minutes. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
The sequoia screws were recalled on 02/13/2008 and the district office recall & emergency coordinator was notified of the actions taken on 02/19/2008. Further investigation is pending.